Manufacturer narrative:
Additional information: according to the currently limited available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on further possible steps has been received.

Event description:
It was reported that the user has not been able to hear with the device for about a year. The hearing performance with the device has gradually decreased. There was no incident of trauma, redness or swelling reported. The user was initially implanted via endoscopic approach.re-implantation is considered, possibly contra-laterally.

Event description:
It was reported that the user has not been able to hear with the device for about a year. The hearing performance with the device has gradually decreased. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently limited available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that the user has not been able to hear with the device for about a year. The hearing performance with the device has gradually decreased. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user is not able to hear with the device.